Event description:
It was reported that the patient's implantable cardioverter defibrillator was in backup vvi.

Manufacturer narrative:
More information was requested, but not yet provided.

Event description:
New information noted that the patient had presented in the emergency room due to the implantable cardioverter defibrillator vibrating. The emergency room staff attempted to send a remote transmission and noted that the device was in backup vvi. The device was reset to resolve the issue. The patient was stable throughout the event.